Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The instrument was found broken in sterile processing.

Manufacturer narrative:
Upon review of the returned product, the instrument remained in one piece. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. This report, 1818910-2016-29139, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.